Event description:
Event description guidant received information that the atrial and ventricular leads were suspected to be fractured secondary to clavicular crush. The leads were explanted and replaced. However, one day after the lead replacement procedure, the leads were suspected to be switched in the device header so that the atrial lead was plugged into the ventricular port and vise versa for the ventricular lead. Another procedure was performed, however after the leads were placed in the correct port, the proximal atrial setscrew would not tighten to the lead. This caused the lead to easily remove from the header. The physician elected to explant and replace the device. It has been returned for analysis.